Event description:
It was reported that the pump indicated a data log corruption. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, but the customer declined further follow up from tandem technical support. No additional information was provided.